Event description:
On (B)(6) 2010, a doctor contacted a johnson & johnson visioncare (B)(4) sales rep to report having treated a pt for a corneal ulcer in the right eye (od). On (B)(6) 2010, the doctor provided additional info. The pt presented (B)(6) 2010 with complaints of pain od since (B)(6) 2010. Doctor reported that the pt might have worn the same lens since (B)(6) 2010 and "used unsanitary water" while traveling in the middle east. Doctor noted a corneal ulcer in the od, instructed the pt to d/c contact lens (cl) wear, treated the pt with cravit, flomox, dasen drops tid x3 days and tarivid eye ointment before bed. F/u (B)(6) 2010 doctor noted: "corneal ulcer persisted. Descemet's folds were found in the center though it hadn't been there the day before. Corneal infiltration was also found. Visual acuity couldn't be measured due to pain." The pt was referred to a university hospital for further treatment. On (B)(6) 2010, the treating doctor at the university hospital confirmed that the pt presented (B)(6) 2010. Doctor noted a 3x3mm infectious corneal ulcer located at the upper temporal area of the od. Injection, inflammation in the ac and a corneal infiltrate were also noted od. Va 0.01 (20/1200); it is unk if the va noted is with or without correction. No culture was taken, a "corneal curettage" was performed and cravit drops were prescribed. F/u (B)(6) 2010: va od 0.9 (20/25), "symptom winding down," bestron and cravit drops. F/u (B)(6) 2010: va od 1.2 (20/20), the "focus of infection became epithelialized", bestron and cravit drops. F/u (B)(6) 2010: a scar was noted od, continue bestron and cravit drops. F/u (B)(6) 2010: symptoms resolved, flumetholon and cravit drops prescribed, pt to return for final f/u visit (B)(6) 2010. No additional info is available at this time. The lot number of the product in question is unk; the product is not available for return. One-day trueye narafilcon a product is not marketed in the u.s. No further investigation can be conducted at this time. If additional info is received, will report within 30 days of receipt. MDR reportable event trends are reviewed quarterly in executive mgmt review meetings.

Manufacturer narrative:
Device not returned. No eval will be performed.